Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corrosion on keypad traces. No unexpected number ramping or scrolling from button keypad noted. No button error alarms noted during testing. Insulin pump had a cracked case on the lcd display window corners, cracked lcd display window, minor scratches on lcd display window, cracks on the reservoir tube lip, and scratches on the reservoir tube windows.

Event description:
It was reported that the insulin pump had scrolling numbers when the buttons were pressed. The blood glucose reading was 125 mg/dl. The keypad issues occurred during a bolus attempt. Advised discontinuation of the insulin pump. Nothing further reported.